Manufacturer narrative:
Unable to perform displacement test and self test due to no button response. Device received with intermittent button response due to problem isolated to the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated buttons were not responding. Customer stated up and down arrow buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.